Event description:
It was reported that a crystalens (at50ao) was explanted because the lens vaulted anteriorly resulting in a myopic astigmatism. The crystalens was replaced with a different model lens. Prior to the iol explant, the pt's bcva was 20/25 with a mr of -3.50 -1.25 x 120. This report refers to the pt's right eye. Please reference MDR #2031924-2012-00014 for the left eye.

Manufacturer narrative:
The lens has been requested but has not been received by bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.